Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported inaccurate low measurement or to determine if it could have contributed to the patient's hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h / 2016. Checking your blood glucose 7 / page 81. Advises: you should perform a control solution test when you suspect that your meter or test strips are not working properly, when you think your test results are not accurate, or if your test results are not consistent with how you feel. Alerts and alarms 10 / page 123. Warning: if you are having symptoms that are not consistent with your blood glucose test and you have followed all instructions described in this user guide, call your healthcare professional.

Event description:
It was reported that the patient was hospitalized with a blood glucose level reading of 448 mg/dl. The patient was diagnosed with hyperglycemia and treated with IV insulin and fluids. The customer stated that the blood glucose meter was not reading correctly.

Manufacturer narrative:
The returned product was evaluated and performed as designed during testing. No malfunction or other product condition that would have contributed to the patient's hyperglycemia and hospitalization was found.